Event description:
On (B)(6) 2014, the pt underwent coiling embolization treatment. During the preparation, it was reported the physician observed a fold in the distal portion of the pushwire. The physician decided to remove the coil from the introducer sheath in order to inspect it and, at the moment, noticed that the coil had detached. No pt injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned with the implant coil already detached. The pusher assembly was found broken into two segments at approx 8.5 cm from the proximal end (the manual detachment location), but the two broken segments were retained together by the release wire. The eval could not determine the cause of the event; however, the pushwire was found broken which possibly retracted the release wire and led to the detachment of the implant coil. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).